Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device c was returned in the original, sterile package. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional; error code 5 was not displayed during inspection. There were no anomalies noted with the functionality of the device. Device c (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a sigmoidectomy procedure, an error five was displayed after several uses. The blade was reset and cleaned, but the same event occurred. When the hand piece which was used with the device was replaced, the event continued. Then, the blade was replaced but the same event continued. When the tip of the blade was cleaned, the blade was broken off. As the blade was broken off outside the patient, no pieces were left inside the patient. The handpiece which was used with the device and the device were replaced with other devices to complete the case. There were no adverse consequences to the patient. The hand piece had a screening test and found that each hand piece was deteriorated.